Manufacturer narrative:
(B)(4). Eval, results/conclusion: (severely calcified aortic neck and iliac arteries).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx one month ago. The iliac arteries were severely tortuous and severely calcified. The aortic neck was severely calcified, 23 mm in diameter at the level of the renal arteries and 30 mm long. The pt had two iliac bare metal stents placed two months ago in preparation for the stent graft procedure. It was reported that an endurant bifurcated stent graft attempted to be inserted; however, due to the previously placed iliac stents, the delivery catheter could not be advanced to the intended landing zone. The delivery catheter was removed from the pt. There were no kinks noted on the delivery catheter and it was discarded by the user facility. The physician inserted another endurant delivery catheter with a smaller outer diameter and was able to implant the stent graft; however, the sent graft landed lower than intended. Insertion of an endurant aortic cuff was attempted, but it was not possible to advance it to the intended location. The delivery catheter was removed from the pt and there were no kinks on the delivery catheter. The delivery catheter was discarded by the user facility. Another smaller diameter endurant aortic cuff was able to be inserted and deployed in the area between the renal artery and the bifurcated stent graft. No add'l clinical sequelae were reported and the pt is fine.